Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported fluid leakage was found during saline flushing (between flap and catheter connection). The damaged device was removed and new placement with new PICC was evaluated. No other information was provided.